Manufacturer narrative:
Age at the time of event: (B)(6) years old.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.